Manufacturer narrative:
(B)(4)

Event description:
During the index procedure a complete se stent was implanted in the left leg for persistent residual stenosis. Approximately 32 months post procedure the patient experienced ischemia in left limb, occlusion of the sfa was confirmed. Patient was treated with pta <(>&<)> stenting.